Event description:
The patient contacted dexcom technical support (ts) on (B)(6) 2014, to report that the receiver had no audible alarm for high glucose alert on (B)(6) 2014. The patient alert settings were: high glucose alert level at 200 mg/dl and low glucose alert level at 65 mg/dl. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed, the reported alarm issue could not be reproduced and there was no failure detected. Evaluation of the returned device found that the alert settings were: vibrate high glucose alert level at 200 mg/dl and low glucose alert level at 65 mg/dl, the snooze alerts were at 15. The receiver data log was downloaded and reviewed, there were no errors related to the reported event. The receiver was determined to be operating within the required specifications without malfunction. The customer complaint could not be verified.